Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was implanted in a patient with a medical history of aortic stenosis and pleura infections. The procedure involved pre-dilatation with a 23 millimeter balloon, and the valve was initially positioned at a depth of approximately 3-4 millimeters. During final release, the valve dislodged into the ventricle to a depth of at least 10 millimeters. Post-dilatation was performed with a 23 mm balloon. One month after the procedure, a follow-up echocardiogram identified moderate leakage, and magnetic resonance imaging revealed 44% regurgitation. A non-medtronic valve was implanted.

Manufacturer narrative:
Image review: six media images of the event were provided. There was not computed tomography (CT) or executive summary provided for anatomical considerations. There was no fluoroscopy valve check provided to confirm the valve was loaded properly. It was reported that a transcatheter aortic valve was implanted in a patient with a medical history of aortic stenosis and pleura infections. It was reported the procedure involved pre-dilatation with a 23 millimeter balloon, and the valve was initially positioned at a depth of approximately 3-4 millimeters. There was no evidence of a pre dilatation provided. Evidence shows the valve at the point of no recapture in the cusp overlap view at approximately 5-6mm on the non-coronary cusp (ncc). In a lao projection the valve appears to be 2-3mm on the left coronary cusp (lcc). Evidence shows the valve migrated ventricular at time of full release. It was reported that the pt had moderate paravalvular leak and a post implant dilatation was performed. Evidence shows final valve depth at approximately 10-12mm. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was implanted in a patient with a medical history of aortic stenosis and pleura infections. The procedure involved pre-dilatation with a 23 millimeter balloon, and the valve was initially positioned at a depth of approximately 3-4 millimeters. During final release, the valve dislodged into the ventricle to a depth of at least 10 millimeters. Post-dilatation was performed with a 23 mm balloon. One month after the procedure, a follow-up echocardiogram identified moderate leakage, and magnetic resonance imaging revealed 44% regurgitation. A non-medtronic valve was implanted. Additional information was received that the valve dislodged during final release and moderate-severe paravalvular leak (pvl) was detected. The post-implant balloon dilatation was performed to reduce the regurgitation. The leakage noted one month post-implant was moderate pvl.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that severe regurgitation was observed at discharge and at the 30-day follow-up.